Event description:
Allegedly primary surgery was performed at (B)(6) 2019. The surgeon found a dissociation after surgery. The surgeon will be performed revision surgery at (B)(6) 2019. We will return cup, head and stem.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly primary surgery was performed at (B)(6) 2019. The surgeon found a dissociation after surgery. The surgeon will be performed revision surgery at (B)(6) 2019. We will return cup, head and stem.